Event description:
It was reported that the Optical Coherence Tomography (OCT) pullback was completed successfully using the Dragonfly Opstar after percutaneous coronary intervention was performed in the heavily calcified, right coronary artery, generating excellent image quality with no issues encountered during image acquisition. However, upon completion of imaging, the operator was unable to withdraw the OCT catheter (Dragonfly Opstar). Multiple attempts were made to retrieve the device, but the catheter remained stuck on the guidewire. At that point, the operator, elected to remove the entire system, including the guidewire and OCT catheter, as a single unit. After removal from the patient, an attempt was made to separate the OCT catheter from the guidewire outside the body. During this process, the distal tip of the guidewire separated outside the patient. A subsequent angiogram demonstrated a coronary dissection. Following identification of the dissection, the operator implanted a coronary stent to successfully seal the dissection and complete the procedure. The patient's condition remained stable, and the procedure was completed without any further complications. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.